Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the devices in use are part # 220224310e, lot # 1589091; part # 220220903, lot # 1599520; part # 200347901, lot # 1612810; part # 200010902, lot #1616069; part # 200222904, lot # 1615457; part # 200009902, lot # 1616503; part # 200010902, lot # 1616069; part # 200011902, lot # 1613823. Manufacture date for lot 1589091 is 03/17/2017; manufacture date for lot 1599520 is 06/15/2017; manufacture date for lot 1612810 is 10/27/2017; manufacture date for lot 1616069 is 12/13/2017; manufacture date for lot 1615457 is 12/11/2017; manufacture date for lot 1616503 is 12/20/2017; manufacture date for lot 1616069 is 12/13/2017; manufacture date for lot 1613823 is 12/13/2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the total ankle replacement implants were removed from the patient as the patient had a below the knee amputation. The amputation may be due to an infection.